Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind or grinding noise anomalies noted. Device primed properly. No excessive no delivery or occlusion alarm noted. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on the screen hard to read, rejects batteries, random no delivery alarms and insulin squirts during priming. It was reported that the buttons were stuck. The insulin pump will not be returned for analysis.